Event description:
It was reported that a vns patient passed away after complications from a heart attack. The patient had a heart attack on (B)(6) 2012 and passed on (B)(6) 2012. Good faith attempts have been made and thus far no further information has been received.

Event description:
Cause of death information obtained from the national death index was reviewed by the manufacturer which indicated that the patient passed away on [date of death] and the patient's cause of death was secondary parkinsonism (unspecified), acute myocardial infarction (unspecified), heart failure, (unspecified), pneumonia (unspecified), respiratory failure (unspecified), asphyxia, dysphasia and aphasia, and other and unspecified convulsions. There is no allegation or other information indicating that the death is related to vns.